Manufacturer narrative:
A4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the reported events of power cable disconnect, low voltage, and backup battery fault alarms were confirmed via analysis of the log files. The submitted log file and downloaded log file contained approximately 23 relevant days of data ( on (B)(6) 2023 ¿ on (B)(6) 2023 per the timestamp). The log files captured power cable disconnect alarms on (B)(6) 2023 from 11:44:54 to 11:44:57 and on (B)(6) 2023 from 13:12:01 to 13:12:21 that were not associated with true power cable disconnections due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the white power lead. The log files also captured intermittent low voltage advisory alarms that were associated with routine battery depletion. A backup battery fault alarm that was associated with a backup battery signal fault was captured on (B)(6) 2023 at 01:23:19. The alarm appeared to resolve on its own. The log files also captured backup battery faults on (B)(6) 2023 at 01:23:18 and on (B)(6) 2023 at 13:12:01 that did not appear to be active long enough to activate an associated visual/auditory alarm. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when the controller power cables were manipulated by hand. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 23aug2021. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, low voltage advisory, backup battery fault, and no external power alarms, and the actions to take if the issue does not resolve. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate ii lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii instructions for use section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings of pcb damage were noted in the investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchange. The log displayed multiple intermittent strings of low voltage / power cable disconnect alarms while tethered on batteries during the ~25 day length of the file; including (9) intermittent backup battery fault alarms which appear to have resolved. There was no interruption in pump support during these events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.